Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("essure removal / right perforation at right cornua") and device dislocation ("free coil in posterior cul de sac / no coil in left tube") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of thyroid disorder, thyroid disorder and right lower quadrant pain. The patient had a family history of arthritis, breast cancer, heart attack, uterine cancer, parity 1 and gravida ii. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 266 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criterion intervention required) and device placement issue ("three coils were deployed"). The patient was treated with surgery (surgical removal of coils, bilateral salpingectomy). At the time of the report, the outcome of uterine perforation was unknown. The reporter considered device dislocation, device placement issue and uterine perforation to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus on (B)(6) 2016, as per mr on (B)(6) 2017, discrepancy noted: removal date as per argus on (B)(6) 2018, as per mr: on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): impression: findings suggest extra tubal location of the coils. The accumulation of free intraperitoneal contrast in the right lower quadrant of the pelvis which is mobile with position changes suggest that at least one and possibly both fallopian tubes are patent. [Pathology test] on (B)(6) 2018: gross description: the specimen is received in formalin labeled with the patient's name and "bilateral tubes". It consists of 2 un-oriented pink-red fimbriated fallopian tubes measuring 5 cm in length and 0.5 cm in greatest diameter and 5.5 cm in length and 0.5 cm in greatest diameter. The specimen is received in formalin labeled with the patient's name and "essure". It consists of 3 cylindrical, coiled, and metallic essure devices ranging in size from 7-12 cm in length and less than 0.1 cm in greatest diameter. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records . Uterine perforation device dislocation and device placement issue. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Product insertion date removal date and rcc updated, event "medical device removal updated to uterine perforation and new events added " device dislocation" and "device placement issue". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 821 days after essure insertion, she underwent medical device removal (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("essure removal / right perforation at right cornua") and device dislocation ("free coil in posterior cul de sac / no coil in left tube") in a 42 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("three coils were deployed"). The patient had a medical history of thyroid disorder, migraine headache and right lower quadrant pain. The patient had a family history of arthritis, breast cancer, heart attack, uterine cancer, parity 1 and gravida ii. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 266 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils, bilateral salpingectomy). At the time of the report, the outcome of uterine perforation was unknown. The reporter considered device dislocation and uterine perforation to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2016 as per mr (B)(6) 2017 discrepancy noted: removal date as per argus (B)(6) 2018 as per mr: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): impression: findings suggest extra tubal location of the coils. The accumulation of free intraperitoneal contrast in the right lower quadrant of the pelvis which is mobile with position changes suggest that at least one and possibly both fallopian tubes are patent. [Pathology test] on (B)(6) 2018: gross description: the specimen is received in formalin labeled with the patient's name and "bilateral tubes". It consists of 2 un-oriented pink-red fimbriated fallopian tubes measuring 5 cm in length and 0.5 cm in greatest diameter and 5.5 cm in length and 0.5 cm in greatest diameter. The specimen is received in formalin labeled with the patient's name and "essure". It consists of 3 cylindrical, coiled, and metallic essure devices ranging in size from 7-12 cm in length and less than 0.1 cm in greatest diameter concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records . Uterine perforationm device dislocation and device placement issue. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.